Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, cracked case and cracked case-corner of belt clip rails. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify failed battery test alerts due to critical pump error alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced the high blood glucose. The customer's blood glucose was 164 to 400 mg/dl. The customer was treated with the manual injection. Customer reported that they received the open book image on the insulin pump screen. It was stated that there was crack on the battery chamber. It was stated that there was battery error was displayed before the open book image was displayed on the screen. It was unknown if the auto mode was active at the time of incident or not. The device will be returned for analysis.